Event description:
Customer reported the lcd display blanked during daily check of the device, no reported pt involvement. Service rep duplicated reported condition. Device was repaired and proper operation was confirmed.